Manufacturer narrative:
The impella device has been received from the customer however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 59-year-old female noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. The patient on impella support experienced low pump flow which the medical team was unable to resolve with repositioning of the pump. A decision was made to explant the pump. No patient harm reported due to the issue.

Manufacturer narrative:
The investigation into the reported low pump flow has been completed since the original report was filed. Visual inspection of the device revealed biomaterial wrapped around the impeller. Data log analysis revealed a motor current spike at the time of first suction alarm. The root cause of the low pump flow was due to biomaterial wrapped around the impeller.